Event description:
It was reported that during a procedure the xience otw stent became dislodged from the balloon. It was not specified when during use the stent dislodged. There was no reported pt effect. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.